Event description:
A consumer called and stated and stated that the tank handle broke off of their humidifier after it was filled with water. The tank then fell onto their wife's foot, and she was taken to the hospital and treated for a fractured foot. This is contrary to the proper handling of the device per the instructions for use which states that one should carry the water tank using one hand on the top handle and one on the bottom of the tank.